Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injury connected with this event. The nellcor puritan bennett customer support engineer (cse) verified the error codes in memory. The cse inspected the device and replaced the ai pcb and added the emi update. The unit passed extended self testing.